Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set had a connection issue; further described as "detached." This occurred during an unknown process step of peritoneal dialysis therapy. The transfer set was replaced. The titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.